Event description:
During a lumbar vertebroplasty using a parallax acrylic resin cartridge with tracers-ta opacifier, the cement was not clearly visible using fluoroscopy after it was injected into the pt. The surgeon could not visualize whether the vertebral body was filled or not. The surgeon used another product to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Cement is not available for eval. A lot history review was performed. No abnormalities were identified that would lead to the reported product problem. A root cause for the problem could not be identified.